Event description:
The pt received his scs system on (B)(6) 2010. It was reported the pt's stimulation was off to one side. The pt's new physician decided to replace the pt's lead. It was reported the pt had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.